Event description:
Approx 19 days post successful gore excluder bifurcated endoprosthesis procedure, this pt presented at the ER with extreme pain in his right leg and difficulty walking. Angiography demonstrated a clot in the main body of the graft. A secondary procedure was performed and an unsuccessful attempt was made to gain guidewire access on the right side to declot the graft. Access was gained on the left side successfully, and a balloon thrombectomy was performed. Next, a contralateral limb component was placed to convert the trunk-ipsilateral device to an aorta-uniiliac device. Finally, a fem-fem crossover was performed to reperfuse the right limb. The pt tolerated these procedures well, receiving full restoration of pulses to his lower extremities.